Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, leaks were detected in the battery compartment and there was evidence of moisture intrusion. This report is made based on the results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered up with auditory and vibratory features. The battery compartment was found to have cracked at two places, between the top and the grip pad and below the grip pad. Moisture and corrosion was evident in the battery compartment as well as under the battery cap. A leak test showed leaks where the cracks were located. In addition, the keypad cover was peeling from the base. (B)(6).